Manufacturer narrative:
This report is submitted on 8 march 2021.

Manufacturer narrative:
This report is submitted on 25 jan 2021.

Event description:
Per the clinic, it was reported that implant was defect resulting in the decision to explant the device. The device was explanted on (B)(6) 2020. The patient was reimplanted with a new device during the same surgery.